Event description:
It was reported that during a routine colonoscopy, while doctor was navigating to the transverse colon in the lower 0.1 tract, he felt difficulties on the movements of the endoscope. He made sure that the scope was not stuck in some part of the tract through palpation and proceeded to take out the scope. Once the scope was out, doctor saw that the shaft was detached at the proximal end, generating a rupture on the bending rubber. This incident generated some bleeding on the tract as there were same scratches, which doctor controlled with cold water as they were not profound. The patient was left on observation for two hours, and fortunately there was no further complications and no need for hospitalization.

Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA: 22-0074 corrective action 12. It could be confirmed that the vertebrae were loosening from the shaft. One out of 4 connection screws are missing. Also, the rest of the screws were tightened in too much. There is no visible glue between vertebrae and distal shaft bushing and from the screws. Furthermore, one of guide spring was loosen from distal bunching. The difficulties on the movements of the endoscope potentially result from the screws which were screwed in too deep and the vertebrae which was not fixed properly to the shaft. The failure most probably is related to an insufficient maintenance/repair and was addressed within CAPA:18-0109. The event is filed under internal karl storz complaint ID: (B)(4).